Manufacturer narrative:
This report is associated with argus case (B)(4), super poligrip extra care with poliseal (zinc free formula).

Event description:
Swallow some of the product [accidental device ingestion by a child]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion by a child in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) cream (batch number (B)(4), expiry date unknown) for product used for unknown indication. On an unknown date, the patient started super poligrip extra care with poliseal (zinc free formula). On an unknown date, an unknown time after starting super poligrip extra care with poliseal (zinc free formula), the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant) and accidental overdose. On an unknown date, the outcome of the accidental device ingestion by a child and accidental overdose were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to super poligrip extra care with poliseal (zinc free formula). Additional details, adverse event information was reported by consumer on 7 october 2016. Consumer stated her granddaughter swallowed some of the product. The lot code was tj3x.